Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. This report is for one unknown k-wire. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient developed a postoperative infection subsequent to an open reduction internal fixation (orif) of a distal radius with hardware implantation performed on (B)(6) 2016. The patient was implanted with a locking compression volar distal radius plate, seven (7) screws, and one (1) unknown k-wire. The surgeon performed a debridement procedure on an unknown date to treat the infection. The implants were not removed. Additional information received on february 17, 2016 reported that the patient¿s infection has subsided and additional surgery will not be required at this time. This report is for one unknown k-wire. This report is 9 of 9 for (B)(4).